Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, red particles in shell, around 25-50% of the shell is missing. The device was underweight. A microscopic analysis was performed which identified; broken shell with sharp edge on posterior assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Healthcare professional reported right side "rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture and patient's concern with the product.

Event description:
Healthcare professional reported right side "rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device remains implanted.

Event description:
Healthcare professional reported right side "rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device explanted.